Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker isolated the cause of the reported issue to the device's system pcb assembly. A replacement for this part is no longer available and device can not be repaired.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would not complete the boot up cycle. In this state the device would not be able to deliver defibrillation if needed. There was no patient involvement reported with the event.